Event description:
It was reported to philips that the defib test is failing the operational check for both pads and paddles. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.